Event description:
Situation: sigma pump was not delivering the correct amount of fluids and was not correlating with the rate that the pump was set for. Background: patient had ivf running at 60 ml/hr. At noon, previous rn had labeled on bag that she hung a new ivf d5ns at that time. This was not documented in the mar for confirmation or sent to smart pump. At 4 am on the next day, this writer noticed a large amount of fluid remaining in the bag. From noon to 4am next day, patient would have received 15 hours (subtracted 1 hour for the day light savings time). This totals to 900 ml. The patient also was receiving antibiotics during that time. Vancomycin was hung at 1400 which would subtract 1 hour of fluid from the bag and fortaz was hung at 1739, which would subtract 30 minutes of fluid from the bag. In total the patient should have received 810 ml (13.5 hours of continuous fluid running). Patient also received blood products rbc's from 1428-1706, at the same time as the ivf. Assessment: when this rn checked the bag at 4 am, the patient had only been delivered roughly 400 ml from a 1l bag. Patient should have received at least double that amount. It was confirmed with the previous nurse that she ran the blood and the ivf at the same time; however, this writer can only conclude that the patient hung the bag at the time marked on the ivf bag and cannot relate to mar. - if it was hung at the correct time, the patient's pump was not functioning properly and delivered 1/2 the amount of fluid that was supposed to be delivered. This patient is a high risk for sepsis and needs ivf to help maintain vascular support. Recommendation: recommended re-teaching to previous rn to scan in ivf bag using the smart pump, as it will calculate the volume delivered with the start and stop times for the secondary infusions. Unsure if I/o are accurate or if pump is actually malfunctioning. Also recommended that the sigma baxter pumps be inspected for proper functionality. Serial number of the pump not available. The pump was not sent to biomed for interrogation. Manufacturer response for IV infusion pump, spectrum iq IV pump (per site reporter) ongoing.